Event description:
The customer received a blood glucose reading of 294mg/dl on the breeze2. She took 40 units of insulin based on her sliding scale. Within the hour her reading was 39mg/dl. She was sweating and could not see or walk well. She ate peanut butter, jelly and bread, and eventually felt better. The customer was advised to return the test strips for evaluation. A new kit was sent to her.